Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodge from the infusion site and the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 377 mg/dl while wearing the pod between 4 and 24 hours. It was reported the patients pod was leaking and the pod's cannula was dislodged from the infusion site (back). In addition when removed from the infusion site, the pod's cannula was found bent. As treatment, the patient administered insulin via a syringe.